Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a suspected infection as the pocket site had opened. The cause of opened pocket site was unknown. The patient was placed on antibiotics and underwent an ipg explant procedure. The explanted ipg was not returned as it was kept by the medical facility.